Event description:
It was reported that smoke was observed coming from the core impaction drill during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was disassembled to be visually examined. During the visual examination, the device was found to have burnt contact pins.